Manufacturer narrative:
(B)(4). Additional information: the device was returned with the blade tip broke off and it was returned. Upon visual inspection it was noted that the blade was broken and located inside the tube proximal to the tissue pad. During functional testing on gen11 an alert screen was displayed. The device will stop activating when the blade becomes damaged. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The analysis concluded that the blade broke due to contact with clamp arm pin. No conclusion could be reached as to what caused the blade to make contact with the clamp arm pin.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, after one hour blade broken. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.